Event description:
It was reported that the event occurred while in the cath lab during use. After insertion of an ai-07155 via femoral, the balloon during inflation was observed as only one side inflating. There was no problem seen during the inflation test. As a result, a new kit was used successfully and the procedure went on as planned. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good. An update received on (B)(4) 2013 stated that they used another ai-07155 for the second insertion site and it inflated appropriately. The same insertion site was used for the second insertion.

Manufacturer narrative:
(B)(4).